Event description:
It was reported that during in-clinic device check, the device was exhibiting crosstalk on the ventricular channel after atrial pacing. It was noted that the episodes recorded were during sleep. The patient was asymptomatic, and the event could not be reproduced. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.